Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the nurse infuse drug via female luer connector, however, after infuse for 13 cc drug, the leak was then found on y site.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site was confirmed. One 20 ga x 1 in safestep infusion set was returned for investigation. The needle length did not correspond with the reported product number. One 10 ml bd slip fit syringe was also returned. The sample was flushed with water through the proximal luer using a 12 ml syringe and no leaks were observed. The sample was then flushed through the y- site and then flushed again through the proximal connector. A bead of water was observed to form at the blue septum at the y-site. The leak was not continuous. The product instructions for use (IFU) states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." Since a bead of fluid was observed to form at the y-site, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the nurse infuse drug via female luer connector, however, after infuse for 13 cc drug, the leak was then found on y site.